Event description:
Difficulty obtaining good thresholds due to pt's drug regime. After multiple repositionings, acceptable values obtained. Possible perforation suspected after implant. Pt stable and will be transfered to different hospital for further assessment.